Event description:
One endeavor sprint stent was implanted to the mid lad. On the same day as stent implant, stent thrombosis of the mid lad was reported. An acute non-stemi (non-q-wave mi) was also reported. Investigator reported coronary rupture after direct stenting. Closed by implantation of covered stent within the mid portion of the study stent and reversion of anticoagulation. After that stent thrombosis & ami reported. Treated by thromboaspiration and balloon pci.

Manufacturer narrative:
Myocardium infarction, thrombosis, dissection.